Event description:
The distributor reported that the pump dispensed insulin during the load cartridge step. The pump alarmed multiple times with loss of prime messages prior to this occurrence. It was reported that the pt was disconnected from the pump at the time of the event.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Eval revealed a dislodged display screen and fully dislodged force sensor pins.